Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system was not booting up. After reviewing the log file, fse found host-pc did not startup. Upon troubleshooting, fse found most likely caused by a malfunction in the host pc. To resolve the reported issue, the fse replaced the host pc and sent the part for further analysis and no failure found. After the fse replaced the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.